Event description:
As reported under the cypher pms registry, this patient experienced an in-stent restensos of the cypher (3.0 x 18mm) that had been placed in the ostium of the right coronary artery 6 mos earlier. This restenosis and other new lesions that were identified via coronary angiography, contributed to a myocardial infarction. Successful percutaneous coronary intervention that included numerous stent placement was effective in treating the patient. 11 months later the patient is reported to have expired due to total system failure which, per the procedural physician, is unrelated to any of the devices.